Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant procedure, patient was found to be hypoxic requiring supplemental oxygen. Their wedge pressure was significantly elevated per right heart catheterization and the patient was found to be in overt heart failure. Post procedure the patient continued to require oxygen and lasix was given. The patient was admitted overnight for observation and further diuresing. The next day oxygen levels had significantly improved and the patient was discharged home in stable condition.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue was not related to the cardiomems product, and is unknown if it was related to the procedure. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed. Clinical considerations for patient selection are identified in the cardiomems hf system user¿s manual which includes patients who may not be appropriate for implantation of the cardiomems hf system.